Event description:
It was reported that a novum iq large volume pump underinfused during patient infusion. The event was further described as, "pump said the infusion had been completed, but half of the medication was still left in the bag". The device was programmed to deliver sodium ferric gluconate (ferrlecit) 250mg in sodium chloride 0.9% 250ml at the rate of 250 ml/hr for a volume to be infused (vbi) of 250ml. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction to g3: date received by MFR ¿ baxter product surveillance identified the correct aware date to be 25 feb 2025 (previously reported as 02/28/2025). Additional information was added to h6. H11: the device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.